Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an anterior lumbar arthrodesis. "The products were implanted without sterilization process. Antibiotics were used as a result of this event. Patient complications were reported as unknown."